Event description:
A tru-cut needle was being used for liver biospy. The needle was placed in the liver and fired but went deeper than expected. Upon inspection it was discovered that there was no catching system on the 2 parts of the needle. The needle also came apart into 2 pieces after the doctor pulled out the inner portion when the underside of the patient's liver was inspected. It was discovered that in addition to the biopsy site she had received a second stab wound in another portion of the liver. Bleeding was controlled with electrocautery.